Manufacturer narrative:
Block h6:imdrf device code a150207 captures the reportable event of delivery system difficult to remove.imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent was to be implanted in the common bile duct to treat a malignant biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was successfully deployed. However, when the delivery system was attempted to be removed, the internal catheter got stuck inside the stent and pulled the stent out of position into the duodenum. The stent was removed using rat tooth grasping forceps, and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.